Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Customer's blood glucose was 110 mg/dl. The customer successfully reloaded the cartridge and insulin delivery was resumed.